Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer observed error codes ec 1044, unable to calculate result, final rlu read is outside the specification of the lowest calibrator, ec 1072, unable to calculate result, processing module response outside of defined range and error code 1403 unable to process test final read failure on the alinity I processing module. The customer also observed background noise test failed and trigger supply was at 50%, even the trigger bottle was empty. The field service representative replaced the level sensor on the pre-trigger solution, reseat the level sensor tubing for the trigger solution, performed verification and ran quality controls, which all passed. There was no impact to patient management was reported.